Event description:
A hospital in (B)(6) reported that an infant using a bc800 nasal mask presented with nasal bridge breakdown. They further reported that the infant, born at (B)(6) gestation and now about (B)(6), had been cycling between the mask and prongs every four hours for five weeks by the time the injury happened. The hospital stated that they suspect it is due to their omitting to use the extra foam spacers that caused the redness and led to the injury. The foam block and extra foam spacers are provided with the bubble CPAP system and are used to adjust the orientation of the nasal mask in relation to the patient's face. These foam spacers elevate the breathing tubing away from the patient's face and help distribute the pressure more evenly, thereby relieving the pressure at the bridge of the nose. The baby was reported to be doing well but was a little "fragile", which is why they put him so quickly on CPAP. After the injury was discovered, hospital staff removed the mask and used prongs only and the injury healed "in a couple of days."

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned for investigation. Our analysis is, therefore, based on the information provided by the hospital. In addition, we have received photographs showing the infant wearing the interface as well as close-ups of the injury itself. From the photographs provided the injury appears to be a stage ii pressure ulcer as per the (B)(4) staging system. The hospital informed us that this was a "fragile" infant, having been born at (B)(6) gestation, and they were thus alternating between the bc800 infant nasal mask and prongs every four hours as per common practice at this hospital. The hospital has been using the infant nasal masks for about one year and relevant hospital staff have received extensive training from fisher & paykel healthcare (fph) product specialists in the proper use and fitting of fph infant interfaces, which include the bc800 infant nasal mask. Teaching to the staff was focused around using an extra circuit support device and encouraging position change every three to four hours in fragile infants. We have also been informed that the hospital has sound protocols established for use of the bc600 interface with the CPAP therapies they employ. Hospital staff have commented that the cause of the injury was most likely the lack of foam spacers in use at the time and this is backed up by a photograph of the infant wearing the mask but with no foam spacers in place. Because the baby is being cycled four hourly between mask and prongs, it is possible for hospital staff to omit putting the spacers back in place when changing from prongs to mask. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following check is also stated in the user instructions: "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. We recommend hourly checks. Alternating between mask and prongs can reduce the risk of irritation." We have received three other complaints for the bc800 infant nasal mask in the past twelve months.